Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Initial reporter city: (B)(6). (B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. The balloon was noted to have excessive contrast media. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole near the ro marker proximal section on the body of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the interaction with the scope during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during a procedure performed on an unknown date. According to the complainant, an attempt was made to inflate the balloon; however, the balloon would not inflate. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.